Event description:
The subject mentioned that he had difficulties keeping the halter leads on during monitoring. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).